Manufacturer narrative:
Customer reported a rt12 rotor was broken into pieces on their statspinvt unit; however pieces were contained inside the unit. There was no report of exposure to the operator or impact to pt results. The customer decided not to return the unit is for further evaluation.

Event description:
Customer reported rotor broke into pieces.